Manufacturer narrative:
The complaint was verified and the root cause was determined to be expected wear and tear over time. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. The subject foot control assembly cable connector could have been stepped on at the customer's facility. 2. The subject foot control assembly could have had the cable connector run over by another piece of equipment at the customer's facility. The device and lot histories were reviewed and no ncrs or deviation were found. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. The subject controller was sent for refurbishment.

Event description:
It was reported the foot pedal cord end was warped. Additional information received 10/27/15 and 11/12/15 indicated the procedure was completed using a competitive device and the patient was anestheitized at the time of the event. There have been no reported patient complications.